Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during removal the safestep huber needle set from the port body, the base did not move down and the safety mechanism didn't work. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty activating a safety mechanism was confirmed but the exact cause remains unknown. The product returned for evaluation was one 22 g x 0.75 in. Safestep infusion set with a valved y-site. The returned product sample was evaluated, and the needle was observed to be bent at its base. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The needle was bent at the region where the needle extends from the base. A functional test of the safety mechanism found that the safety mechanism would not engage over the needle tip due to the bend within the needle. The difficulty in activating the safety mechanism appears to be due to the bend in the needle shaft. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that during removal the safestep huber needle set from the port body, the base did not move down and the safety mechanism didn't work. There was no reported patient injury. No other information was provided.